Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 04sept2019. The customer spoke with product support for troubleshooting assistance over the phone. The field service engineer (fse) replaced power management board, ran performance verification , all testing passed . The gas delivery system assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device failed the system leak test. There was no patient involvement.